Event description:
Additional information was received indicating the device was reprogrammed to resolve the event.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, far field r-wave oversensing was observed which resulted in false automatic mode switch (ams) episodes. Device reprogramming is anticipated. The patient was in stable condition.